Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits a drilled through condition; the fiber exhibits white unknown substance inside the fiber cap; the glass cap exhibits severe devitrification at the output area; the glass cap exhibits detritus buildup around the devitrification. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure the "fiber broke" at 60,000 joules and 8:20 minutes of usage. The case was completed by an alternate procedure "turp." Patient outcome: no injury to patient reported.